Event description:
It was reported that a band leakage was detected. The pt has undergone surgery and removal of the implant on suspicion of band leakage at the lack of weight loss and the imaging. No leakage of the band has been found to test water immersion of the band inflated with air. No anomaly on other parts of the implant has been detected. The band was replaced by another. The pt is well and lost weight after the operation.

Manufacturer narrative:
Date sent: 12/16/2008. Info is unavailable; device was not returned for eval.